Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital with shortness of breath (sob). Interrogation of the device with a programmer revealed prolonged high rate pacing while the patient was in the hospital. The minute ventilation feature was programmed off and pacing returned to normal. Boston scientific technical services (ts) discussed potential interaction with hospital equipment. The patient was kept for overnight evaluation. No adverse patient effects were reported. This product remains implanted and in service.